Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device longevity was not meeting expectations, and the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.